Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: sroma, alcl, capsular contracture. Concomitant products: left, mentor memorygel breast implant, 500cc, serial number (B)(4), catalog number 3544500. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female caucasian patient who underwent revision breast prostheses implantation with mentor siltex round high profile gel implants on (B)(6) 2017 developed right breast baker grade IV capsular contracture and a late forming seroma in the right breast that was observed on (B)(6) 2019. The patient underwent drainage of 110 cc of turbid fluid, capsular biopsies of the right side capsule at 6 and 12 o clock, and bilateral explantation without replacement on (B)(6) 2019. The right breast capsule fluid and right breast upper capsule showed abnormal cd30+ population. The right breast lower capsule did not show definitive evidence of non-hodgkin lymphoma. The surgeon attributes the alcl to the textured allergan implants from 2007 and not the mentor implants. Follow up is in progress. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
Device evaluation; during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. The main symptoms of alcl in women with breast implants are late onset, persistent swelling and pain in the vicinity of the implant and peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant.  Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Seroma is a known complication associated with this surgery and is referenced in our current product insert data sheet. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).